Event description:
The product was used during a demonstration. Reportedly, the instrument did not fire.

Manufacturer narrative:
1/13/1998-supplement #1 sent to FDA. Device not available for evaluation.